Event description:
Reportedly, during implantation procedure, when the atrial lead was positioned, sensing value was between 3 mv and 4 mv but it did not pace and there was only capture with an output of 10v. The impedance was measured at 2000 ohms. After multiple attempts, the decision was made to replace the lead with an xfine model.

Event description:
Reportedly, during implantation procedure, when the atrial lead was positioned, sensing value was between 3 mv and 4 mv but it did not pace and there was only capture with an output of 10v. The impedance was measured at 2000 ohms. After multiple attempts, the decision was made to replace the lead with an xfine model.

Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during the final inspection. Based on the complaints database and previous similar events, the reported event may be related to lead positioning issues, which are not entirely unavoidable and can be influenced by various factors (e.g., patient physiology, physician¿s preferred implant site, etc.). However, since the lead was not returned for analysis, no conclusive statement on the root cause can be drawn. This case is retained for trending purposes.